Manufacturer narrative:
Correction of the catalog number of the suspect medical device. The correct catalog number is a59102.

Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The dxc 880i clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). The fse then replaced the ratio pump and mc sample probe to resolve the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified a defective pump, which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
Beckman coulter received a report regarding the sodium values on the device running low on patient samples.